Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced chronic respitory failure, diastolic heart failure and expired. (B)(6)2010 - the target lesion was a de novo and in- stent restenosis lesion located in the proximal lad with 80% stenosis and was 10 mm long with a reference vessel diameter of 3 mm which was treated with direct stent placement using a 3.00 x 16 mm taxus liberte stent with residual stenosis of 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2013, the patient presented with complaint of worsening shortness of breath, nausea, vomiting and dizziness. Diagnosed with acute on chronic respiratory failure and was hospitalized. Two days later the patient started breathing with accessory muscles and was having prolific wheezing. Eventually, was transferred to ICU for intubation. Bronchoscopy was performed and fluid bolus was collected from left lobe for cytology. The patient was found to be mildly anemic and low potassium. The patient was moderately malnourished and showed slow improvement. Vent setting was adjusted accordingly. Weaning trial was also performed. The patient had a gi bleed which was treated with medications. The patient was taken off ventilator and was placed on bipap. The patient did not do well and was in respiratory distress and the option of recurrent use of ventilator was discussed. The patient's family opted for comfort measures and did not wish to continue with ventilators. Following consultations with the patient and family, the patient was made dnr/dni (do not resuscitate/ do not intubate). The patient was briefly put on bipap for a day. The patient¿s family decided on hospice care and bipap was stopped. Eleven days later the patient expired. Per the death certificate provided by site, the primary cause of death was noted as ¿acute on chronic respiratory failure¿ and the underlying cause of death was ¿chronic obstructive pulmonary disease¿.